Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox cross balloon catheter noted blood in the balloon and on the guide wire, consistent with being advanced into the anatomy. There was no contrast visible. Although not reported, the distal portion of the balloon was separated and not returned. There was a radial rupture in the middle of the balloon and there was 2.2 cm of balloon returned distal to the proximal seal. There were no visible scratches noted on the balloon. Also not reported; the hub was separated and not returned. The strain relief tubing was intact. There was a non-abbott guide wire returned in the balloon catheter. There was a j shape in the distal core. There were three kinks in the guide wire: one distal to the strain relief tubing and two kinks proximal to the strain relief tubing. These two kinks were in a z shape. There was no other damage noted to the balloon catheter. Scanning electronic microscopy (sem) analysis was performed on the separated portions of the catheter. The results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Additionally, the inner member failure may be attributed to mechanical damage and tearing. Because the only information reported was that the foxcross failed to cross, several follow-up attempts were made to the account and no additional information as to a potential cause for the damage was received. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. The separated shaft appears to be related to user mishandling of the device, likely after removal from the anatomy. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Overall, the reported failure to cross is likely related to anatomical conditions. A conclusive cause for the subsequent damage noted on the catheter could not be determined. However, there is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the subclavian artery, the foxcross balloon catheter was used but could not cross the target lesion. There was no reported adverse patient effect nor any reported clinically significant delay in the procedure due to the device usage. There was no additional procedural information provided by the facility. Patient treatment is unknown. Though requested, no additional information was provided. Device analysis revealed the balloon had ruptured and the proximal end of the catheter was separated and not returned.